Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and gunshot wound to spine with paraplegia. At some time post filter deployment, it was alleged that filter migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and seven months later, multiple contiguous axial images using computed tomography (CT) chest only with intravenous contrast showed that a filling defect was identified in the segmental branch of the right upper lobe, consistent with pulmonary embolism. After two months, a computed tomography (CT) abdomen and pelvis with and without intravenous contrast showed that the inferior vena cava contained an infrarenal inferior vena cava filter, that extended to the level of the bifurcation. After one month, an x-ray spine thoracolumbar 2 views showed that, in the lumbar region, there was a vena cava filter to the right of midline at the l3-l4 level. After two months, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that an infrarenal inferior vena cava filter extended to the level of the bifurcation. After one week, a computed tomography (CT) abdomen with and without intravenous contrast showed that an inferior vena cava filter was present. Also, a computed tomography (CT) chest with and without intravenous contrast showed persistent right upper lobe artery pulmonary embolus. No new central pulmonary embolus was noted. An inferior vena cava filter was present. After four months, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that an inferior vena cava filter was in place. After one month, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed an inferior vena cava filter in stable infrarenal position. Also, an x-ray abdomen 1 view anteroposterior showed an inferior vena cava filter. After one month, the patient presented with abdominal pain. On the same day, an x-ray abdomen standard showed that an infrarenal inferior vena cava filter was noted. After eight months, a computed tomography (CT) thoracic spine with intravenous contrast and computed tomography (CT) cervical spine with contrast showed an infrarenal inferior vena cava filter. After three weeks, a computed tomography (CT) abdomen and pelvis with intravenous contrast and computed tomography (CT) chest with intravenous contrast showed an infrarenal inferior vena cava filter. Therefore, the investigation is confirmed for alleged filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 02/2011 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and gunshot wound to spine with paraplegia. At some time post filter deployment, it was alleged that filter migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.